Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer and established the speaker connector was installed incorrectly. After removing the connector and reinstalling it again, the issue was resolved and the speaker was able to produce sound again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the speaker of the efficia cm12 is malfunctioning and the device is unable to produce audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.